Event description:
The patient received a trial scs system, including a surgical lead on (B)(6) 2011. The patient reported some leg weakness. The physician ordered a CT scan that showed the spinal cord had some flattening. Later the same day, the entire system was explanted and discarded. Attempts to receive additional information have not been successful at this time.

Manufacturer narrative:
The lot number for the lead was not provided; therefore, no manufacturing date can be determined. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.